Event description:
The company was notified that the patient's cochlear implant has shifted. A company representative met with the patient and open electrodes have been identified for the first time after implantation. Due to the presence of open electrodes and already planned surgery to reposition the device, the center decided to explant the patient's device. Surgery to explant the patient's device has been scheduled.